Event description:
It was reported the pt experienced an infection at the lead sites. The pt was prescribed oral antibiotics. Cultures were (B)(6) for (B)(6). Surgical intervention was undertaken and the pt's scs system was explanted. The pt's infection is resolving.

Manufacturer narrative:
Eval codes: method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.